Manufacturer narrative:
The damage found was sustained during the surgical procedure. Without return of the entire lead, a complete evaluation could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The rv lead was capped due to a sensing anomaly.